Manufacturer narrative:
Mcavoy mb, cappuzzo jm, stapleton cj, et al. Long-term follow-up results of the smart coil in the endovascular treatment of intracranial aneurysms. Interventional neuroradiology. 2021;27(2):200-206. Doi:10.1177/1591019920956890. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Mcavoy mb, cappuzzo jm, stapleton cj, et al. Long-term follow-up results of the smart coil in the endovascular treatment of intracranial aneurysms. Interventional neuroradiology. 2021;27(2):200-206. Doi:10.1177/1591019920956890 medtronic literature review found reported of patient complications in association with the pipeline embolization device (ped) used for flow diversion with adjunctive coiling. The purpose of this article was to detail the long-term experience of a single institution using the non-medtronic smart coil among patients with intracranial aneurysms (ias). The authors reviewed 105 cases of patients treated for 106 ias. Of the 105 patients, the average age was 60.0 years, 74 were female and 31 were male. Forty-nine (46.7%) aneurysms were ruptured upon presentation, and 16 (14.2%) aneurysms treated with smart coils were recurrent. Only 10 patients were treated by means of flow-diversion with coiling using the ped. The article does not state any technical issues during use of the ped. The article does not specify which post-operative complications belonged to which treatment type and if the ped was used with those patients. The following intra- or post-procedural outcomes were noted: 1. An occlusion of a patient's right a2 anterior cerebral artery (aca) caused parenchymal defect with continued decline neurologically with an expanding area of middle cerebral artery (mca)infarction seen in imaging and intracranial pressure spikes >50. On post-operative day 2, the patient died.